Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to an accidental failure in the main electrical board of the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the front panel of the subject device blinked during preparation for a laparoscopic surgery procedure using the subject device with video system center (otv-s190). The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated but the subject device could not be turned on due to the failure of the printed-circuit board. There was no patient injury associated with this report.